Event description:
--

Event description:
Boston scientific received information that this lead exhibited high pacing threshold measurements during the implant procedure, and it took a long time to find a placement where lead measurements were acceptable. Post-implant, the pacing thresholds increased and sensing had decreased. An x-ray revealed the lead was dislodged. A revision procedure was performed several weeks after the implant procedure. The helix of the lead was retracted, but could not be extended again. The lead was explanted and a new lead of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted a cut in the outer insulation, likely caused during the explant procedure. Blood was noted in the helix housing and past the neck region, and the helix was retracted. The insulation was bunched approximately one inch from the lead tip, and a twist was observed on the neck insulation. An x-ray confirmed a fracture on the inner coil at the distal end of the terminal pin, specifically on the inner coil-to-terminal pin weld. Laboratory analysis concluded that the helix issue observed at explant was due to over-torque of the helix mechanism.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.